Event description:
It was reported that the pacemaker (pm) exhibited episodes of inappropriate magnet response. The pm was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate magnet response was not confirmed. The device was received at elective replacement level, with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating with auto-capture enabled and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation these conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. The device was implanted for 6.34 years which exceeds its projected longevity and is consistent with normal battery depletion.